Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing resulting in potential misclassification of episodes as ventricular tachycardia (vt). Additionally, it was noted that during the ra lead undersensing, the patient received possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy for atrial fibrillation (af) with rapid ventricular response versus vt versus dual tachycardia. The ra lead remains in use. It was also reported that the right ventricular (rv) lead exhibited intermittent oversensing resulting in t wave oversensing. It was noted that the rv lead twos had no impact on device function. Th e rv lead remains in use. No further patient complications have been reported as a result of this event.